Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of foam particles inside the blower kit. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam particles were observed inside the blower kit. The device was no functional at the time of the evaluation. There was contamination from cigarette smoke or insect infestation. The device was scrapped.